Event description:
The customer reported that in the lateral position, the system would not provide an image or shut down after powering down. This occurred during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reseated the connectors and adjusted the voltage. The system was tested and found to be working as intended and put back in service.